Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00322 and 3005099803-2016-00323 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex tracheobronchial stents were used in the right upper bronchus during a bronchial stent placement procedure performed on (B)(6) 2016. During the procedure, the first ultraflex tracheobronchial stent (the subject of this report) was fully deployed in the desired position. The physician noted that the stent had fully expanded but had become stuck on the white introducer and they were unable to dislodge it. The physician attempted to remove the delivery system with the stent attached. During removal, the stent fell into the trachea and was retrieved from the patient using rat tooth forceps. They used a second ultraflex tracheobronchial stent (the subject of 3005099803-2016-00323); however, the same event occurred. During removal, the stent fell into the patient's trachea. The procedure was completed with a third ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination found the shaft was severely kinked. No issues were seen with the tip of the delivery device. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label. The dfu states; "confirm bronchoscopically and fluoroscopically that the stent has completely deployed from the catheter. Carefully remove the delivery system from within the expanded stent, watching not to dislodge the stent with the catheter tip."javascript:resize flex element('addt\'l MFR. Narrative', '')

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00322 and 3005099803-2016-00323 for the other associated device information. It was reported to boston scientific corporation on february 01, 2016 that two ultraflex tracheobronchial stents were used in the right upper bronchus during a bronchial stent placement procedure performed on (B)(6) 2016. During the procedure, the first ultraflex tracheobronchial stent (the subject of this report) was fully deployed in the desired position. The physician noted that the stent had fully expanded but had become stuck on the white introducer and they were unable to dislodge it. The physician attempted to remove the delivery system with the stent attached. During removal, the stent fell into the trachea and was retrieved from the patient using rat tooth forceps. They used a second ultraflex tracheobronchial stent (the subject of 3005099803-2016-00323); however, the same event occurred. During removal, the stent fell into the patient's trachea. The procedure was completed with a third ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.